Event description:
The company was informed that the patient developed an infection at the implant site. Skin irritation from headpiece use was not observed. The patient underwent surgery in 2008 to clean the area of infection. The patient was prescribed antibiotics (type unknown). The patient continues to be monitored by the clinic.